Manufacturer narrative:
The investigation of the returned coil system found the implant coil to be separated from the pusher, which was not returned for evaluation. Inspection of the implant found multiple loops to be deformed. Since the pusher was not returned for evaluation, the investigation could not definitively determine the cause of the separation, but the damage to the implant is indicative of the implant experiencing forces that exceeded the strength of the primary coil winding.

Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during repositioning of the embolization coil in an aneurysm, the coil unexpectedly detached in the catheter. The coil was removed together with the catheter from the patient without incident. There was no reported patient injury or additional intervention.